Event description:
New information received indicated that the device exhibited over-sensing of myopotential inhibition. Programming change was made, and no over-sensing was present. The patient was asymptomatic.

Event description:
It was reported that noise was detected on the device. No further information was provided.

Manufacturer narrative:
Further information was requested but not received.